Manufacturer narrative:
The device has been returned for analysis, however, additional testing has not been completed at the time of this report. A supplemental report will be filed when the analysis is complete.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured at "just before 20 atms" on the third inflation. The number atms reached on the initial two inflations is unknown. The 90% stenosed, calcified lesion was located in the proximal left circumflex artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were noted. Patient status is reported as "good".